Manufacturer narrative:
Additional information: b5, h6, h11. B5: the following additional information was provided by the customer. Two (2) errors occurred with the same patient. It was uncertain that both batch numbers were the same as the first set packaging was not kept. The provided batch number was for the second incident. Flolan was used for this patient. H11: the actual device was not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The drug flolan (epoprostenol), which is not compatible with the polyethylene terephthalate glycol components of the prismaflex set, was reported to have been used during the event. Per the set instructions for use, the drug should not be injected into the anticoagulation line as component damage can occur which may result in a leak. The reported condition was verified. The cause of the condition was determined to be related to unintended use error. A previous nonconformance was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous veno-venous hemodiafiltration with a prismax machine and two (2) prismaflex st150 sets, it was observed that there was "blood backing up into the syringe line" and blood leaked from the "green one way valve". There was no report of patient injury or medical intervention associated with this event. No additional information is available.